Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a (B) (4) handheld computer would lose charge rapidly. Currently, good faith attempts to obtain product return and additional information have been unsuccessful to date.